Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 6mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon rupture occurred when inflation was performed. The procedure was completed with another of the same device. No patient complications were reported.